Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Review of the device logs confirmed a single occurrence of system fault sf192 error message. Internal inspection found evidence of water ingress in the device. The evaluation determined that the error message (sf192) was due to water damage of the main circuit board (pcb) and the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf192) indicating the power to the sensor board was compromised. There was no patient injury reported as a result of this incident.